Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13696; 2938836-2019-13697. It was reported that the pacemaker system was explanted due to infection. The patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.